Manufacturer narrative:
E1: patient country: spain. H11 : since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had infected nodules in the puncture area that is red and associated with pain and heat. The patient is already treated with antibiotics (amoxicillin/clavulanic acid). No further information.